Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that it could not start. During troubleshooting, the fse found that the x-ray pc had a non-volatile random-access memory (nvram) failure. Additionally, the suite pc software was lagging, and multiple internal tests on the psc could not be executed. To resolve the issue, the fse replaced the 3 v battery in the x-ray pc and reinstalled the suite pc operating system and application software. The system was returned to service in good working order. The codes were updated based on the investigation outcome.